Manufacturer narrative:
Additional information added to h6 and h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400 dialyzer, the patient experienced an allergic reaction manifested as tremors, rash, cough, chest pain, itchy throat and dyspnea. The patient was treated with hydrocortisone, a nebulizer (nbz ) and o2 through a nasal catheter. No additional information is available.